Event description:
It was reported via facility maude#: mw5102793 the patient was coded. A 0.009in x 330cm rotawire was selected for use. During the procedure, it was noted the wire broke and was retained in the patient. The was patient was coded, stabilized and transferred.